Manufacturer narrative:
There were no damages or defects on the device that would create a failure to deliver insulin. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. The formed needle was observed to not be fully retracted. Score marks were found on the underside of the top housing. This indicates a misalignment, resulting in interference between the linkage assembly and top housing. This misalignment did not disrupt the fluid path, cause a leak or damages soft cannula, or affect insulin delivery. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose (bg) rose above 14 mmol/l (252 mg/dl) while the pod was worn on the patient's abdomen for between 4 and 24 hours. In order to treat the high bg, a bolus was administered.